Manufacturer narrative:
H3 other text : the device was evaluated by a third-party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation at the third-party service center, the device was visually inspected, and found evidence of foam degradation - foam particles were visible. The complaint was confirmed, and the device was scrapped.